Event description:
It was reported that the patient presented for a device upgrade procedure. Prior to the procedure, the right ventricular lead exhibited intermittent loss of capture. The right ventricular lead was capped and replaced on 19 july 2022. The patient was in stable condition.